Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 130 ohms on the right ventricular (rv) channel. There was no noise noted during provocative maneuvers and all other lead parameters were within the normal range. It was noted that this impedance measurements showed intermittent jumps. The plan is to continue monitoring. This device remains in service. No adverse patient effects were reported.